Manufacturer narrative:
Philips has investigated this complaint. The customer reported that c-arm could not move. The service quote provided by philips was not accepted by the customer. Hence, no service has been provided from the philips. The case was closed, and no further action was performed by philips. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the stand movements were not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.